Event description:
Two 2.8mm titanium suture anchors remain in the bone because during the typing process, both sutures broke. It was reported that the operative site was pre-drilled with the appropriate drill. Surgery was successfully completed, and it was reported that there was no patient injury or complications.